Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer stated that the insulin pump is vibrating and he cannot turn it off. The inulin pump is vibrating every 20 to 30 minutes. During troubleshooting, the alarm clock was programmed. The customer turned off the alarm clock. Customer reported a hospitalization due to high blood glucose. The blood glucose reading at the time of the event was 400 mg/dl. Customer was vomiting and loss of appetite. Diagnosed diabetes ketoacidosis. Customer was treated and released. Nothing further reported.